Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the insufflation unit could not maintain a steady pressure and the buttons did not respond properly during a therapeutic colon tumor removal. The surgery took over 4 hours instead of the planned 3 hours and was completed with an olympus back-up device. The patient's body temperature dropped to around 35 °c and the patient was transferred to the intensive care unit after the surgery. Additionally, the patient's hospital stay was extended by 3-4 days.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and to provide the correct product model. Corrected fields: d1, d2b, d4 - model #, d4 - primary UDI number. Updated fields: d8, d9 - date returned to mfg, h3. Since the device is more than 15 years old, the device history record could not be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The device was returned to olympus for inspection, and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely that the following led to the malfunction: due to damage on the pressure reducer, the flow rate is out of the standard value. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was received from the customer.